Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred, high thresholds, and the tip was not able to be retracted. The physician applied strong force to pull the lead out of position. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted, and tissue visible on it. The helix test was performed, it could be extended and retracted, but the helix visibly bent when it is in extending position. If information is provided in the future, a supplemental report will be issued.